Event description:
Baxter reported one incident of "broken filter" noted at the start of treatment. No pt injury or medical intervention was reported per complaint coordinator. No further info is available at this time.